Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-01843 and 2134265-2009-01844. It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 80% stenosed and denovo lesion was located in the moderate to severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The length of the lesion was approximately 60mm. Vascular access was gained through the right femoral artery. The physician had successfully used a 1.75 mm burr prior to using the 2.15 mm burr. Prior to ablation, the rotalink catheter was advanced to the lesion with the rotational speed set at approximately 170,000 and the physician had stopped the burr distal to the lesion "then lunged forward", but the 2.15 mm burr got stuck in the target lesion. The rotalink system was stopped immediately and the situation was analyzed with fluoroscopy. The physician attempted to use two apex push monorail, 1.5mm x 20mm and 2.5mm x 15 mm balloon catheters to facilitate removal of the stuck burr, but both balloon ruptured at their rated burst pressure. The apex balloon catheters were removed from the pt without incident. The physician was able to "drive" an unspecified 8f jl guide catheter down the 2.15 mm burr, which loosened the burr for removal. The procedure was completed successfully completed by ballooning the stenting with two taxus liberte stents. No further pt injuries or complications were reported. The pt's status was reported as "fine".